Manufacturer narrative:
B5 field correction - describe event or problem updated from it was reported that this pacemaker pacing impedance is out-of-range on the right atrial (ra) lead. It was noted the value was unknown and the alert retriggered due to the patient was being seen with a programmer. Additional information was received that the current lead impedance measurement is now 218 ohms and programmed to unipolar pace and sense configuration. It was noted the health care professional (hcp) advised there will be no further intervention at this time. The device and ra lead remain in service. No adverse patient effects were reported to it was reported that this pacemaker pacing impedance is out-of-range on the right atrial (ra) lead. It was noted the value was unknown and the alert retriggered due to the patient was being seen with a programmer. Additional information was received that the out-of-range impedance measurements were less than 200 ohms, the current lead impedance measurement is now 218 ohms and programmed to unipolar pace and sense configuration. It was noted the health care professional (hcp) advised there will be no further intervention at this time. The device and ra lead remain in service. No adverse patient effects were reported. Report number: 2124215-2025-32457. This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that the pacemaker pacing impedance is out-of-range on this right atrial (ra) lead. It was noted the value was unknown and the alert retriggered due to the patient was being seen with a programmer. Additional information was received that the out-of-range impedance measurements were less than 200 ohms, the current lead impedance measurement is now 218 ohms and programmed to unipolar pace and sense configuration. It was noted the health care professional (hcp) advised there will be no further intervention at this time. The device and ra lead remain in service. No adverse patient effects were reported.

Manufacturer narrative:
F10 field correction - device code from impedance problem to low impedance report number: 2124215-2025-32457. This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that the pacemaker pacing impedance is out-of-range on this right atrial (ra) lead. It was noted the value was unknown and the alert retriggered due to the patient was being seen with a programmer. Additional information was received that the current lead impedance measurement is now 218 ohms and programmed to unipolar pace and sense configuration. It was noted the health care professional (hcp) advised there will be no further intervention at this time. The device and ra lead remain in service. No adverse patient effects were reported.

Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that the pacemaker pacing impedance is out-of-range on this right atrial (ra) lead. It was noted the value was unknown and the alert retriggered due to the patient was being seen with a programmer. Additional information was received that the current lead impedance measurement is now 218 ohms and programmed to unipolar pace and sense configuration. It was noted the health care professional (hcp) advised there will be no further intervention at this time. The device and ra lead remain in service. No adverse patient effects were reported.

Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that the pacemaker pacing impedance is out-of-range on this right atrial (ra) lead. It was noted the value was unknown and the alert retriggered due to the patient was being seen with a programmer. Additional information was received that the out-of-range impedance measurements were less than 200 ohms, the current lead impedance measurement is now 218 ohms and programmed to unipolar pace and sense configuration. It was noted the health care professional (hcp) advised there will be no further intervention at this time. The device and ra lead remain in service. No adverse patient effects were reported. Additional information was received the pacemaker alerted for atrial intrinsic amplitude out-of-range. The presenting electrogram (egm) shows undersensing of atrial arrhythmia signals observed (functional undersensing). The current sensitivity is currently at automatic gain control (agc) 0.4mv (millivolts) with unipolar configuration. This alert will not retrigger until the device is interrogated with a programmer. Further review was recommended. No further assistance was requested at this time. No adverse patient effects were reported. This device and ra lead remain in service.